Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user, who reported that the handle cracked off, causing a very sharp edge that cut her leg, which required her to get stitches in the emergency room. The end user's mother reported that the end user is unsure if the fall was caused by the broken handle, or if the handle was broken as a result of the fall. Drive is currently investigating the incident, including attempting to retrieve the product and evaluate it, and will file an update if additional information becomes available.